Manufacturer narrative:
The country of origin is (B)(6). The field service engineer confirmed the sampling position and sipper position, the voltage monitor of the probe, pressure sensor, and sipper probe, and found foaming in the reagent pack by the reagent stirring mechanism. He cleaned the sipper line tube and replaced the pinch valve tube. Qc was performed and was acceptable.

Event description:
The initial reporter received questionable elecsys tsh assay results for one samples from the cobas e 411 rack immunoassay analyzer. The initial result (s/n (B)(4)) was 0.046 uiu/ml and the rerun result (s/n (B)(4)) was 1.69 uiu/ml. It was unknown if the questionable results were reported outside the laboratory. The reagent lot number and expiration date were asked for but not provided.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.